Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sectionsb1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported aic "red alarm" issue has been completed. The aic was returned for evaluation. The console was tested and functioned as expected with no difficulties with communication. Data logs were reviewed which revealed communication errors that persisted beyond a pmd reset. A pump stop alarm occurred and then resolved. No further communication issues were found. There was a pump stop due to pmd communication issues but the cause of the communication issues was not determined. Added-d9 device return date.

Event description:
The user facility reported an automated impella controller (aic) being used for a 69-year-old male impella 5.5 patient. While in the cath lab for a procedure, an ¿impella controller failure¿ alarm sounded and the device shut down. The device was switched over to another aic and support continued. There was no patient harm reported.

Manufacturer narrative:
The controller has not been returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.